Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were hospitalized due to high blood glucose of 509 mg/dl and diabetic ketoacidosis on (B)(6) 2017. Customer was experiencing symptoms such as vomiting and difficult breathing. The emergency medical services were dispatched as a result of the high blood glucose. Customer did not recall any significant events that may have led to the hospitalization. Customer was treated with insulin pump. The customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was performed. The drive support cap was reported as normal. Customer had removed the infusion set so customer declined further troubleshooting. Customer had inserted the infusion set on (B)(6) 2017 and on saturday afternoon the customer's blood glucose was going up to about 300 mg/dl. The customer attempted to bolus with the insulin pump. The device was not returned.